Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system, and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Software analysis via design analysis methodology concluded that the behavior described was the intended behavior of the software, there was fault identified with the software. Additionally, it was determined that the site wasn¿t burning the discs properly. They installed a new cd burner and the discs then loaded perfectly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that as the site was loading unstructured alternate the system became unresponsive and would not load the images. The site stated it (disc) was in the drive for about 10 minutes. There was no patient present. Additional information was received: the clinical specialist (cs) reported that the doctor's office wasn¿t burning the discs properly. The site installed a new cd burner (on their office equipment, not the navigation system) and the discs then loaded perfectly. The cs performed a system checkout and everything worked fine.